Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Adjusted the back light settings 1 to 5 and all settings worked properly. Device was monitored and no unexpected faded display or display anomaly noted. Device was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a damage and was very light and the customer could not read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.